Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the investigation, the black image was not reproduced, but e224 error was reproduced. E224 error occurs when an abnormality occurs in the communication between the endoscope and the processor. (Instructions otv-s400, chapter 9, troubleshooting 9.2 troubleshooting guide). It was found that e224 error occurred due to faulty cable. Therefore, it was determined that the black image occurred temporarily due to faulty cable. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. The instruction manual identifies the following related verbiage which could have prevented the phenomenon: ¿never reprocess or store this camera head with sharp-tipped instruments (tweezers, forceps, knives, etc.). This could scratch or tear holes in the camera cable, which could allow water to penetrate and damage electrical circuits inside the camera head.¿ olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation, and the customer's allegation was confirmed and error e224 code was displayed on the monitor and the reported event was found to be due to a faulty cable. Additional evaluation findings were as follows: the rear cover had a faded label. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus that the 4k camera head had a bad image quality picture during reprocessing. There were no reports of patient harm or impacts associated with the reported event.